Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: surgeon was attempting to use the awl to perforate the cortical bone for the 4th screw placement for the synfix implant, resistance was met. The awl was hammered a few times to advance and it broke off in the aiming arm. The broken fragment was retrieved. Surgeon noted: surgeon only placed 3 screws and did not place the fourth (4) screw. It was noted there was no patient injury. Surgeon will be performing posterior procedure to add additional support. No further information is available. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.